Event description:
It was reported that, when the treatment was started using the small npwt foam filler kit, it was confirmed that insects were mixed. The treatment was continued with a back-up dressing. There was no patient harm. No delay was reported.

Manufacturer narrative:
H3, h6. The device was returned for evaluation confirming the reported event. The evaluation confirmed the presence of insects within the returned packaging. The package was received open and not within a sealed pouch, if the pouch had been returned sealed, the investigation may have been able to determine if this occurred during the production stage. As this is a repackaged lot for the japanese market. The manufacturing records and process reveal no contributory factors regarding the reported event. No non-conformances or deviations was noted. The device met manufacturing specifications upon release into distribution. Historical review has revealed no other cases of this nature within the scope of the search, there are no open or closed corrective actions. The risk files contain anticipates contamination during production, there are adequate control measure in place to mitigate the risk, which is deemed low risk and adequate. A probable cause may include that the insects may have gained entry during the repackaging phase. No manufacturing quality concerns have been observed, therefore no corrective actions are deemed necessary, smith and nephew will continue to monitor for adverse trends.